Event description:
A micro dislocation was reported after an implantation time of about 6 days. The lead was explanted after having them been revised and again becoming dislodged.

Manufacturer narrative:
During the analysis, the mechanical properties of the lead were tested. Regarding the mechanical properties of the lead, no deviations from the technical specifications were noted. The fixation screw could be extended and retracted completely and within the required number of turns. The analysis was unable to find any manufacturing error or material defect.